Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report numbers: 2017865-2023-04339 and 2017865-2023-04340. The patient presented in-clinic after experiencing episodes of dizziness. Upon investigation, episodes of noise resulting in oversensing and pacing inhibition were observed on both the right ventricular (rv) and right atrial (ra) channels. The noise could be reproduced via provocative testing. As the source of the noise was unknown, the physician elected to replace the entire system. During the replacement procedure, the rv and ra leads were unable to be removed from the header of the device. The leads were capped, the device was explanted, and replacement leads and device were successfully implanted. The patient was in stable condition.